Manufacturer narrative:
The device was returned to zoll medical canada's service. The malfunction was observed and the front panel membrane was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device was unable to analyze. Complainant indicated that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.